Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: surgical management of left bundle branch pacing lead causing septal and left ventricular perforation. Heart rhythm case reports. 2023; 1¿4 doi: 10.1016/j.hrcr.2023.05.001 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding left bundle branch pacing. The authors described a patient who presented with chest pain and near-syncope approximately eight days post pacemaker implant. Their chest x-ray suggested slight repositioning of the right ventricular (rv) lead. The patient was discharged but returned to the emergency department the next day after a syncopal fall with pacemaker failure in third-degree av block with bradycardia. Chest computerized tomography (CT) revealed hemopericardium and a large left hemothorax, complete left lung collapse, and the rv septal pacing wire tip outside of the heart. A left chest tube was placed for drainage. A follow-up chest x-ray revealed persistent opacification of the left hemithorax, and the patient was urgently transferred to the hospital, after having received six units of packed red blood cells. The patient was hypotensive and confused, with substernal chest pain with signs of tamponade. The rv lead exhibited loss of capture and it was noted that the lead perforated the left lateral pericardium with laceration of the left lower lobe anterior surface, which led to an air leak and parenchymal bleeding. The lead was removed, and the left ventricular puncture site was closed. Temporary epicardial leads were placed and tunneled to an external pacemaker. Approximately six days later, a leadless implantable pulse generator (ipg) was implanted. The status of the rv lead is unknown. No additional adverse patient effects or product performance issues were reported.